Event description:
It was reported that t:slim x2 pump battery would not charge, power source alert appeared, and pump eventually shut down, but pump resumed charging after customer changed charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Customer used different tandem charging supplies to resolve issue, and technical support informed caller that insulin on board and maximum hourly dose settings were reset to zero and continuous glucose monitoring sessions needed manual restart after shutdown, and advised customer to monitor and call back if issue persisted, which caller acknowledged.